Event description:
It was reported that the pt underwent surgery for a left infra-axillary soft parts tumor in 2005. A drain and reservoir were placed. The drain was removed in 2005. The pt was discharged from the hospital in 2005. About a month later the pt had a fever of 38 degrees celsius for eight days. Redness of the left infra-axillary skin was noted. The pt was admitted to the hospital five days later. Two days later the pt underwent surgery for cleaning and debridement of the wound. The pt was discharged from the hospital with no sings of infection about two weeks later.